Event description:
It was reported that a patient presented in-clinic for a right ventricular lead revision procedure. Prior examination of the rv lead revealed over-sensing of noise resulting in inappropriate shock. The rv lead was capped and replaced on (B)(6) 2023. The patient recovered and discharged stable to home.